Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site. On (B)(6) 2025, it was reported by the parent that the pediatric patient developed itching and swelling/inflammation under the sensor patch, prompting the parent to remove the sensor. After removal, the site showed redness, swelling, bumps, and blister-like areas around both the sensor and adhesive region, and the area was painful to touch. On (B)(6) 2025, they consulted a physician who assessed the site and diagnosed impetigo (superficial contagious bacterial skin infection). The patient was prescribed an oral antibiotic (cephalexin liquid, three times daily for seven days) and a topical antibiotic (mupirocin 2% ointment, three times daily for seven days). No diagnostic testing was reported. No photo of the reaction was provided for analysis. Although the infection resolved, however, the parent mentioned the area remained visibly marked. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.